Manufacturer narrative:
(B)(4). Event date: unknown date in 2021. Implanted in 2017. Explanted in 2021. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2022-02192.

Event description:
It was reported that a patient underwent a hip revision approximately 2 years post implantation due to dislocations. Subsequently, the patient experienced another dislocation approximately 3 years after that and it was found that the liner component had cracked and broken. The patient underwent a second revision on an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event is unable to be confirmed due to limited information provided by the customer. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.